Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2017 angiodynamics complaint report was reviewed for the vortex port product family and the failure mode " difficult removal." No adverse trend was indicated. The customer's reported complaint description of "difficult to remove catheter " is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Patient anatomy and drugs used during treatment are potential root causes of this failure. The directions for use provided with the device contain guidance on port placement and maintenance. Potential complications such as catheter fragmentation and catheter pinch-off are reviewed. (B)(4).

Event description:
As reported: "port removed from left anterior chest. Catheter was secured with hemostat and catheter adjacent to the port broke with very little manipulation. Remainder of cath was mobilized and subq tissues showed obvious signs of abnormal tissue ingrowth and structural breakdown of the catheter wall. The placement incision was opened. And the remainder of the catheter in the subq tract was removed. As surgeon delicately mobilized the catheter in the soft tissue traveling under the clavicle toward the intravenous portion, the catheter broke and the remaining intravenous portion was unable to be removed. The tract was sewn over with 3-0 vicryl for hemostasis and the incisions were closed in 2 layers. The intravenous portion of the catheter remained in place."